Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down without alarming while in use. No patient harm reported.

Manufacturer narrative:
Event date: (B)(6) 2016. MFR date: 10/06/2016. Conclusion / root cause: the v60 blower assembly bearing and thermistor damage created the 1122 error code. The motor controller (mc) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).